Manufacturer narrative:
A complete analysis and testing of the device showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Please see also MFR report number 3004209178-2011-81240.

Event description:
The customer reported that he was hospitalized for low blood glucose levels, with a reading of 20 mg/dl. The customer stated that he was treating himself based on the sensor glucose, not the blood glucose readings. Troubleshooting was performed, and the test plug procedure passed. Nothing further was reported.